Event description:
Partner of consumer reported false positive sars result for 1 consumer. It is unknown if the consumer was symptomatic. The consumer's partner communicated the result was confirmed negative by molecular (pcr testing) and other rapid antigen testing. The consumer's partner estimates 3 additional false positive results were obtained in the past (dates unknown). These events are captured on separate reports.

Manufacturer narrative:
Investigation conclusion: a review of complaint history did not identify any adverse trends. Root cause: insufficient information. Source: phone.

Manufacturer narrative:
Investigation conclusion: a review of complaint history did not identify any adverse trends. A review of the DHR found that the lot met all release criteria. Tested 5x retained devices with negative standard. All devices yielded valid and accurate negative results at the 10 minute result read time. Root cause: could not duplicate with retains.